Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05984. It was reported the patient presented at the emergency room after receiving inappropriate shocks. Upon interrogation, noise resulting in oversensing was observed on the right ventricular lead as well as t wave oversensing that resulted in a shock. Programming changes were made. A fracture was noted on the lead near the device header. High voltage impedance was out of range and high. Tachycardia therapy was turned off to prevent shocks. The patient was stable.